Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl at time of incident. Customer declined to troubleshooting for high blood glucose because she wanted to addressed her concern first for her supplies before doing anything else. Customer reported that she is sensitive diabetic to the insulin. No further details provided. The insulin pump will not be returned for analysis.